Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was diabetes, heart bypass, and kidney transplant. The caller stated that the customer had cardiac and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated the customer's diabetes progressed throughout out her life. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had cracked reservoir tube lip. There is no data available due to the device did not have a battery installed.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is january 15, 2019.